Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: unconfirmed, no sample received. Batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Investigation conclusion: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process. Root cause description: a full root cause analysis could not be conducted with the available information and is closed without a conclusion. Until samples are available no further investigation will be carried out.

Event description:
It was reported that before use of the ultrasafe x100l pr clear ssl nvs stein the plunger rod fell apart. The following information was provided by the initial reporter: certified medical assistant called to report xolair 150mg pfs fell apart before usage./plunger rod fell apart.